Event description:
It was reported that a patient who was newly implanted ¿two to three months ago¿ visited the hospital. Impedances were measured and the combination of electrodes 0 and 3 showed a low impedance of 94 ohms. The other electrode combinations showed 2,000 to 3,000 ohms. The patient had been programmed to 0 and 3 so was switched to 1 and 3. After the procedure, there was no anomaly in the impedance value.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received confirmed that impedance testing performed on (B)(6) 2013 showed low impedances were observed on electrode pair #2 and 3. No interventions were planned and the cause of the issue was not known. The patient outcome was reported as receiving effective therapy without using the affected electrode pair. If additional information is received, a follow up report will be sent.